Manufacturer narrative:
The complaint states primary tha for oa had taken place about 10 years ago. Recently the patient had suffered from the dislocation of the hip joint twice therefore revision took place on (B)(6) 2016. It was reported the surgeon suspected the possibility of armd. The surgery was completed without any delay. The patient is now under observation. A complaint database search did not identify any anomalies. The products and third party report were reviewed by bioengineering and a report was received stating it was unlikely that a manufacturing defect was present. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Recently the patient had suffered from the dislocation of the hip joint twice therefore revision took place.